Event description:
The patient had evlt of the gsv in the right leg. At the 7 day follow-up, the patient looked fine with no complications. The ultrasound showed the vein completely closed and the ultrasound technician did not see any visible pieces left in the patient. Three days later, the patient returned with an infection in the right leg around the access site. Patient was treated with IV antibiotics. At the 8 week follow-up, the patient returned to the physicians office with two pieces of sheath that had worked their way out of the access site. The ultrasound technician communicated that each piece was 1cm in length. One piece was the black tip of the sheath and the other piece with the white part of the sheath with centimeter markings on it. The patient is currently not taking any medications to the knowledge of the physician and remains only with bruising around the access site. Patient is to return in three weeks for a follow-up.

Manufacturer narrative:
Device was not returned for evaluation. It can be assumed that the locking mechanism between the sheath and the fiber was not adequately secured which caused the fiber to pull back into the sheath resulting in the sheath burning and breaking into the two pieces extracted from the patient. The physician has been trained on evlt in 2006.